Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, while performing an immediate load in the dental implant during its installation surgery, the implant lost its primary stability. In consequence of that, the implant was removed.